Manufacturer narrative:
(B)(4). Investigation summary:the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the motor was rusty. Further, cable did not pass the cable screening test and the o-rings were found to be defective. The motor, motor cable and the defective o-rings were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/09/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate that the 8022 handpc tornado shaver doesn¿t turn ¿ jammed motor. No harm to the patient reported. No delay reported. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the event occurred during an arthroscopy.